Event description:
It was reported that during a laparoscopic cholecystectomy several clips scissor crossed on firing or fell of after firing. Clips retrieved from pt. 2nd gun opened with same result. Case completed without major incident. Other product with same batch numbers removed from shelf. There was no pt consequence.